Manufacturer narrative:
A verathon complaints specialist contacted the (B)(6) engineer to gather additional information. The (B)(6) evaluated the glidescope gvm video monitor and glidescope avl video baton 3-4 and isolated the issue to the monitor. An internal inspection of the unit showed that there was a loose connection on the main pcba. After reseating the connection, the monitor would produce an image that was stable and clear with good color rendition. The device was returned to the customer for use. The cause of the loose connection on the pcba could not be determined. A review of the device history for serial number (B)(4) showed that there were no previous complaints or servicing done by verathon on this unit. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
It was reported that during a patient procedure, using a glidescope avl video monitor and glidescope avl video baton 3-4, the image would disappear with green lines and then the device would lock up. The procedure was completed using the unit after a hard reset was performed. There was no delay, harm to the patient, or the user reported.